Manufacturer narrative:
There was no patient involvement. PMA/510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He traced the failure back to a damaged compressor. The root cause is a hole inside the evaporator. The refrigerant leak and water entering the cooling circuit caused the damage of the cooling compressor. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that during the user maintenance the heater-cooler system 3t triggered the fuses when the compressor turned on. There was no patient involvement.